Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a 23mm 3300tfx valve was explanted after an implant duration of four (4) years, 13 days due to unknown reasons. The explanted valve was replaced with a 21mm 11500a inspiris valve. Patient was in recovery post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, d4 (serial number), d6, g3, h2, h6, h10. H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Intermediate, or late endocarditis [greater than 60 days post-implant] occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient body and is not in any way related to the sterilization or packaging process of the device. The most likely cause is patient factors. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was learned via the implant patient registry and investigation that a 23mm 3300tfx valve in aortic position was explanted after an implant duration of four (4) years due to active bacteremia endocarditis. The explanted valve was replaced with a 21mm 11500a valve. Per the medical records the patient presented with oxacillin-sensitive staphylococcus aureus (ossa) bacteremia endocarditis and infected hemodialysis catheter associated sepsis. Workup revealed high grade avb and aortic root abscess disrupting the conduction system. On hospital day #14, the patient underwent a redo avr with plans for an epicardial ppm.